Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the wheel of the machine base was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the broken wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of an ak 98 machine was observed to be broken during an unspecified process step. The "impeller broke off and the device was tilted". The device was at risk of tipping over. There was no patient involvement. No additional information is available.